Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/18/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what issue occurred pertaining to robotic hysterectomy procedure performed on (B)(6) 2017 by dr. (B)(6)? - dehiscence. Procedure name - robotic hysterectomy. Event date- unknown. Date of initial procedure- unknown. After how many days post-op did the patient return with dehiscence?- unknown. What tissue was the stratafix used on?- vaginal cuff. What was the condition of the suture during post-op examination?- broke. Size of the dehiscence- unknown. What medical /surgical treatment was provided to address the dehiscence?- unknown. Lot number- unknown. Patient's current condition- unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have a contact at the facility that can provide more information? What was the date of the initial procedure? What was the condition of the tissue (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? What medical intervention was performed for the ¿dehiscence¿? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? Upon exam was there visual evidence that the stratafix spiral suture was broken? You reported suture found broken, can you identify where (termination, middle, end)? What are the patient weight and bmi? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on an unknown date and barbed suture was used on the vaginal cuff. The patient experienced a dehiscence and it is unknown how the dehiscence was treated. Additional information was requested.